Event description:
The article "machine-learning phenotyping of patients with functional mitral regurgitation undergoing transcatheter edge-to-edge repair - the mitra-ai study" was reviewed. The article presented a prospective multi center study, to use machine-learning (ml) approaches to uncover concealed connections between clinical, echocardiographic, and hemodynamic data associated with patients' outcomes. Devices mentioned include mitraclip. The article concluded that ml analysis identified meaningful clinical phenotypic presentations in functional mitral regurgitation undergoing teer, with significant differences in terms of cardiovascular death and heart failure hospitalizations, confirmed in an external validation cohort. [The primary author and corresponding author was dr. Fabrizio d¿ascenzo at citta della salute e della scienza hospital, turin, italy]. The time frame of the study was 2009 to 2020. A total of 824 patients were included in this study, of which all received an abbott device. Comorbidities included heart failure, diabetes, myocardial infarction, paroxysmal atrial fibrillation, persistent atrial fibrillation, hypertension, hyperlipidemia, smoking, copd, peripheral artery disease, coronary artery disease, chronic kidney disease, cardiac resynchronization therapy, heart failure medication, mitral regurgitation. Peri and post-procedural complications included death, heart failure hospitalization.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip were reported in a research article in a subject population with multiple co-morbidities including heart failure, diabetes, myocardial infarction, paroxysmal atrial fibrillation, persistent atrial fibrillation, hypertension, hyperlipidemia, smoking, copd, peripheral artery disease, coronary artery disease, chronic kidney disease, cardiac resynchronization therapy, heart failure medication, mitral regurgitation. Complications reported included death, heart failure hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3 event date is estimated.